Event description:
It was reported that the patient presented to the clinic with high impedance greater than 9990 ohms and feeling breathless. A lead fracture under the suture fixation was visible on x-ray. The lead was to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.